Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed and there was no indication that the product did not meet specification. The reported complaint of high sensor readings does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required for that issue. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The manufacturer of (freestyle libre reader and sensor) was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaints and freestyle libre sensors and reader. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. Customer further reported that on (B)(6) 2017 he received a result of 89 mg/dl, (with horizontal trend arrow), went out to going shopping, but then had a motor vehicle accident involving his motorcycle. Customer was found by emergency personnel, unconscious, on the ground and transported him to a hospital, where he regained consciousness. It is unknown what specific treatment may have been rendered at the hospital. He further reported that during the sensor wear he recorded large variations in his glucose levels and noted that after cross checking the sensor date with glucose data there was a different of ¿1 gramme to than 1.3.¿ the customer also noted that there were numerous times when there was a ¿loss of function¿ of the sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. Customer further reported that on (B)(6) 2017 he received a result of 89 mg/dl, (with horizontal trend arrow), went out to going shopping, but then had a motor vehicle accident involving his motorcycle. Customer was found by emergency personnel, unconscious, on the ground and transported him to a hospital, where he regained consciousness. It is unknown what specific treatment may have been rendered at the hospital. He further reported that during the sensor wear he recorded large variations in his glucose levels and noted that after cross checking the sensor date with glucose data there was a different of ¿1 gramme to than 1.3.¿ the customer also noted that there were numerous times when there was a ¿loss of function¿ of the sensor. There was no report of death or permanent injury associated with this event.